Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent a sensor implant procedure. During the procedure, guide wire liner/competitor's device that was used became tangled with the existing ICD lead. In turn, the patient was intubated and transferred to the operating room. As a result, the sheath and sensor were removed. Resulting in the procedure being abandoned. It was also mentioned that distal loop was believed to have a clot on it, but it's unknown when the clot formed. Follow-up revealed the patient is stable and doing well.